Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-mar-2017, an fse visited the customer to address the reported event. During servicing, fse inspected the sorter and found test cups obstructing the path of the sorter arm. Fse cleared the obstructions, performed a version up, all set home, and got corner cups in all drawers. The macros test passed. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was an obstruction in the sorter arm path.

Event description:
On (B)(6) 2017, a customer reported sorter errors (z axis home detection, z axis home overrun, and z axis limit, grinding sorter will not open) with their a1a-2000 analyzer. The customer tried an all set home but resulted in grinding and crashing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.